Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that she went to the hospital with a blood glucose over 500 mg/dl to be treated with fluids. The patient did not report the date of the hospital visit. The patient reported that she did not feel that the pump was working correctly and it was not giving her boluses. Pump settings were reviewed and confirmed to be correct. The alarm history revealed occlusions on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The patient confirmed that she always reprimed and changed the site and set. The bolus history showed that on (B)(6) 2011 the pump delivered 0.25 of 0.75 units and 1.1 of 1.3 units; there were no corresponding suspends in the pump history. The total daily dose history did not reveal any issues for three days prior to the call to customer support. The patient reported that she changed the infusion set and cartridge and she did not feel this was the issue. The patient reported that she was using her abdomen exclusively for pump and has been avoiding scar tissue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.